Manufacturer narrative:
At this time, the lead remains implanted. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that shorthly after it was first implanted, this right ventricular (rv) lead exhibited high impedance measurements and loss of capture (loc). Further review revealed the lead had perforated the ventricle wall. As result, a surgical intervention was programmed to reposition the lead. No additional adverse patient effects were reported.